Event description:
It was reported, patient is experiencing pain that is originating in his femur and extending to his thigh. Also states that he feels a sensation in the soft tissue of his hip area. Patient has pain that is accompanied by numbness. Patient sometimes walks with a limp due to the pain. Patient also states that it feels like a lump in his right buttock. Patient is reporting that the pain first started in (B)(6) 2012 and the pain increased as time went by. Patient states that he had x-rays in (B)(6) which did not show anything but has since had blood work and an MRI done. Patient is scheduled for revision surgery on (B)(6) 2012.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.